Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, chipped bending section cover glue and chipped objective lens glue was found. The most likely cause or probable cause of the reportable malfunction is degradation. There was no patient involvement.